Manufacturer narrative:
(B)(4). The device has not yet been received but an evaluation is expected. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned and evaluated by the product analysis lab. A review of the device logs confirmed the reported increased intra-peritoneal volume (iipv); however, the iipv was not duplicated during evaluation. The device was determined to meet functional and electrical performance specification requirements. No device failure or malfunction was identified that could have caused or contributed to the reported iipv. The cause of the iipv was false empty detect and use error with initial drain alarm setting inappropriately programmed. The label review found the labeling adequate for the use error in this complaint. This issue is being investigated through CAPA.

Event description:
The caregiver (cg) contacted baxter's technical service center, regarding the home patient (hp) feeling overfilled, which occurred on the homechoice pro (hcp) during use, during dwell. The cg said that the hp restarted therapy, and then felt overfilled. The hp had manual fill of 2000ml from the registered nurse (rn) because the hp has peritonitis and started therapy. The cg called the registered nurse (rn) and they did a manual drain of 1890ml in fill 1 per the cg. The hp continued therapy. At dwell 1, the hp's therapy was ended because the number of cycles changed from 5 to 4. The hp set up with new supplies and restarted therapy. The initial drain volume was equal to 60ml, and then the hcp went to fill. The hp was then in dwell 1 of 5. The hp felt overfull. The technical service representative (tsr) reviewed the programming. The patient was performing continuous cycling peritoneal dialysis (ccpd), the total volume was set to 12000ml, the fill volume was set to 2400ml, the last fill volume was set to 0ml, and the number of cycles was set to 5. The tsr assisted to bypass to drain 1 of 5, the drain volume was equal to 4815ml, and then the hcp went to fill 2 of 5. Therefore, this complaint meets iipv criteria (any therapy where the patient volume exceeds 160% of the maximum prescribed cycle fill volume). The tsr put the hp back on manual drain. The manual drain volume was equal to 120ml. The hp felt empty. The tsr assisted the cg to start fill 2 of 5. The tsr advised to let the rn know what happened. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. Product surveillance (ps) spoke with the registered nurse (rn) on (B)(4) 2012, regarding the reported event. The nurse stated that she was aware of this issue. She stated that the patient was not overfilled. She stated that the machine malfunctioned so they had exchanged the cycler. Ps asked the nurse why she thought the machine malfunctioned and the nurse stated she could not disclose this information. Ps asked the nurse if the patient actually had a high drain volume as reported, the nurse stated no, and she stated that she could not disclose the actual drain volume. She stated that the patient has been able to continue therapy on the cycler successfully with no further issues. There was no patient injury or medical intervention reported.